Event description:
Related manufacturer reference number: 2017865-2023-42523. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the tethers of the delivery catheter prematurely released from the lp. The lp continued to be implanted successfully. The patient was in stable condition.